Event description:
It was reported that the carina ventilator triggered a technical alarm. The alarm occurred while the device was connected to the patient. According to the user, a backup ventilator was immediately available. The patient¿s oxygen saturation subsequently stabilized again. No further complications or medical interventions involving the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.